Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the mega 50cc balloon catheter was malfunctioned. No blood could be drawn from the central lumen, and no pressure could be detected. Another balloon catherter was used. No harm to the patient was reported.